Event description:
An issue was reported where the caller needed assistance with updating the pump time due to a discrepancy greater than five minutes between the displayed and actual time. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in blood glucose levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller with updating the pump time and advised them to monitor and follow up if the time discrepancy recurred, which the caller understood and acknowledged.